Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the generator file on the imaging system was out of calibration. The reported issue was resolved by reconfiguration of the generator file. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system could not perform x-ray image acquisitions. A noise was also heard emitting from the imaging system. No additional information was provided. There was no patient present when this issue was identified.